Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered ventricular shock therapy to convert an arrhythmia detected in ventricular fibrillation (vf) zone at a rate of 253 bpm (beats per minute). Single 41 joule shock successfully converted the ventricular arrhythmia; however, shock appeared to result in an initiation of an atrial arrhythmia with episode duration of 1 minute and 39 seconds. Battery status was noted to be fine, and all lead measurements were satisfactory. This device remains in service and no additional adverse patient effects were reported.